Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, reports that the detached/fragmented the 12mm trocar valve into the patient (part fell into the patient). As it was by vlp, was visualized and later withdrawn. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Batch # n93270 the analysis results found that the tb12lt device was returned with no damage in the external components. A leak test was performed and the device was noted to leak with the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process. No conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history record was reviewed and identified a loss of air issue related to the reported incident was found during the batch process. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.